Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had the insertion part that was pressed. The issue was found during preparation for use for an unspecified diagnostic procedure and the procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the coating was peeling on the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating was peeling on the connecting tube. In addition the evaluation found the following; the connecting tube was dented, the plug unit was cracked and not watertight, the angle of the bend in the up direction did not meet the standard due to the wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
Corrected e2/e3 to align with g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress such as scratching/hitting or chemical stress when conducting inadequate reprocessing methods was applied to insertion section during user handling caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ 4. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects.¿ olympus will continue to monitor field performance for this device.